Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed based on the photo provided by the customer. A visual inspection confirms that the tip of the drill pin is broken. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th march 2025, it was reported by a sales representative via email that for an ar-1595tc, drill pin, acl tightrope®, closed eyelet, 4 mm, the spade tip snapped into knee. This was detected on (B)(6) 2025 during use in an aclr with hamstring graft procedure. The procedure was completed successfully with another drill pin. The broken piece was retrieved from the patient.